Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) remoted into the cabinet and confirmed that there was no error found with drawers or settings and the issue did not occur again when nurse went to dispense medication. The system functioned as intended technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.